Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code and there was dirt on the shield cover interior and exterior, and circuit board. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the scope communication error code is: cause of the complaint is cause traced to component failure. Based on the results of the investigation a root cause for the shield cover and scope connector dirt could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had error e226. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.